Event description:
A pt reported experiencing inaccurate low results with otb meter. The pt's blood glucose results were 125 mg/dl vs. 217 lab. Tests were done within 10 minutes with a difference of 35%. Pt did not experience any adverse events. No further info has been reported.